Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure and could not pass verification screen. The patient reportedly blow dried the battery compartment. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all keypad button were normally responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed no contamination under the contacts of the keypad buttons. The pump powered on to the verify screen with appropriate audible and vibratory functioning. The pump was returned with visible moisture in the display lens. A case seal leak was discovered during leak testing. The cover was removed from the pump for investigation and revealed moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.